Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator went into backup mode. The availability of high voltage therapies during that backup mode was unknown. The device was reprogrammed and successfully restored. The patient was stable and asymptomatic.